Manufacturer narrative:
No product was received. However; an on-site representative and radiographs provided were able to confirm the reported event. As reported by the company representative attending the case, the navigation inaccuracy that was experienced was likely caused by bumping of the patient array during the procedure. No additional investigation is required at this time. Labeling review: warnings, cautions and precautions: read all instructions and understand all warnings and cautions before using the system or accessories. Failure to do so may lead to serious medical consequences. Refer to the instructions for use accompanying other nuvasive products before use with the system to assure proper and safe use of these devices. If system data acquisition seems inaccurate or if the software application does not initiate or malfunctions during use, and recommended steps to restore the system are not successful, abort use of the system. The patient reference array needs to be fully secured on the patient reference for tracking. The accuracy of data acquisition can be influenced by the rotation of the passive reflective array relative to the camera. Cameras should be placed such that a direct line of sight to the operative area is established. Intra-operative warnings: assess navigational accuracy repeatedly throughout a procedure when using a surgical navigation system. A) reconfirm accuracy by positioning the navigated instrument tip on an identifiable anatomical landmark and comparing the actual tip location to that displayed by the system. B) if the stereotaxic navigation system does not appear to be accurate despite troubleshooting (e.g.resetting the system), do not rely on the navigation system. Reliance on data provided by a camera with an interrupted optical path may lead to inaccurate measurements. Capturing the patient reference arrays for registration can happen before you drape or after you remove the drape from the patient reference arrays during 3d image acquisition for navigation. Make sure to gently drape over the patient reference arrays, ensuring the arrays are not bumped or moved in this process. Any movement of the arrays during this process could require a re-capture of the arrays, or even re- scan of the patient if the registration accuracy is not adequate. Device not returned.

Event description:
A patient underwent a l2-l5 extreme lateral interbody fusion with posterior fixation case for which pulse iii system navigation was used. Following the placement of two posterior screws the surgeon noted the system was displaying an inaccurate screw trajectory and determined that the screws had been malplaced. The two screws were replaced correctly and the case was finished using an alternate surgical technique. No patient injury was reported as a result of the event.